Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the battery assembly. No moisture damage on the motor or keypad assembly noted. Partially broken battery tube spring noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. No harm requiring medical intervention was reported. The device will be returned for analysis.